Manufacturer narrative:
An investigation was performed in response to a complaint of intact parathyroid hormone (ipth) quality control (qc) level 1 was running high. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) checked the functionality of the wash and substrate, as well as the sample nozzle alignments. The issue was resolved by running another calibration (same lot used by the customer after decontamination). The rates were shifted slightly and a quality control (qc) was ran and results passed and within published ranges. The investigation confirmed a poor calibration after decontamination. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. (B)(4).

Event description:
Customer reported that the intact parathyroid hormone (ipth) quality control (qc) level 1 was running high. This is a reportable event based on delay in reporting patient results for ipth.